Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure laparoscopic total extra peritoneal hernioplasty, when the surgeon was trying to use the balloon to create the pre-peritoneal space, the balloon did not inflate. They opened another new product to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the balloon was broken. The obturator, valve seal and doors appeared intact. The insufflation bulb was received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.